Event description:
It was reported that the patient underwent gynecological procedures; mesh on (B)(6) 2008 and mesh on (B)(6) 2012 and mesh were implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced leaking urine and frequency.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to stress urinary incontinence and cystocele. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent excision of anterior wall mesh, excision of mesh, removal of endocervical polyp, cystourethroscopy to evaluate potential foreign body in bladder, cystocele repair, sacrospinous ligament hysteropexy, rectocele repair and mesh sling on (B)(6) 2012 due to stress urinary incontinence, rectocele, enterocele, voiding dysfunction and difficulty defecating and failure of synthetic mesh. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.